Event description:
Patient reported left side deflation and capsular contracture, baker grade unknown. Healthcare professional later reported deflation. Healthcare professional later reported that the device were intact. Healthcare professional also reported capsular contracture baker grade IV. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: winkling: observed wrinkling on the device. Migration: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Autoimmune/connective tissue disorders-ndr: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional later reported that the device were intact. Healthcare professional also reported capsular contracture baker grade IV. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Patient reported left side deflation and capsular contracture, baker grade unknown. Healthcare professional later reported deflation. Device remains implanted.